Event description:
The customer contacted baxter's technical service center requesting assistance which occurred on the homechoice (hc), during use during fill 1. The home patient (hp) had a programmed last fill and the hc was programmed with an initial drain alarm of 0ml. (B)(4) contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that they fixed the programming and the hp has been doing fine. The rn stated that the hp has had no problems. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The tsr identified that the initial drain alarm was set to 0 ml and should have been set at a higher amount. The hp would contact the registered nurse (rn) so they could check the programming and call baxter if adjustments needed to be made. The reported issue was confirmed. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.